Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the customer received a power source alert. Customer's blood glucose level was 187 mg/dl. Customer resumed insulin delivery successfully.